Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that after the patient underwent an unrelated surgery, the patient's ipg has been unable to communicate with via patient programmer and clinical programmer.

Manufacturer narrative:
Medwatch number (B)(4).

Event description:
Medwatch form was received which indicated the system stopped working correctly.

Event description:
Follow up revealed that the patient's ipg was explanted and replaced, and therapy was restored post-op.